Manufacturer narrative:
(B)(4). The customer reported that the ac power module is "down" and that the ac inlet is pulled out. Given the customer's report, we will consider that the ac power module had failed. There was no report of pt involvement. The customer ordered a new ac power module. As of (B)(6) 2011 there have been no further calls from this customer site regarding this issue. We will consider replacing the ac power module resolved the reported failure.

Event description:
The customer reported that the ac power module is "down" and that the ac inlet is pulled out. Given the customer's report, we will consider that the ac power module had failed. There was no report of pt involvement.